Event description:
Fractured patella caused loosening in combination with the metal backing of patella. Patella was removed & replaced with pca all poly. Anterior screw & tibial insert were removed & an 11mm pca primary revision insert was implanted.